Event description:
A customer reported to beckman coulter, inc. (Bec) that the bellows on coulter lh 750 hematology analyzer was not draining. The customer was running controls and was wearing a lab coat and gloves at the time of the event. Mixed diluent and blood were found on the blood sampling valve (bsv) tray. There was no exposure to mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed but is readily available, and there is an exposure control plan at the facility. There was no reported impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The field service engineer (fse) replaced the needle and tubing at vl57. The fse flushed waste for needle. The fse verified repair per established procedures. The results met published performance specifications. The needle and tubing attached to vl57 carries blood, controls, diluent and clenz (cleaner) reagent. The root cause of the leak is unknown but may be related to the needle and tubing that was replaced during instrument servicing. (B)(4).